Event description:
A customer reported an issue with the touchscreen of their pump, which was frozen and unresponsive, preventing interaction. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Despite attempting a pump reset with instructions from technical support, the issue persisted. The customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed on returning the malfunctioning pump using a prepaid label.